Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Label was all intact. Physical damage was observed at rear housing. No evidence found in the event log. During inspection and testing, the device found no issue with blockage detected. The device ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issue. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: recommend to install software as preventive measure. No problems or issues were identified during this device history record review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was alarming "blockage detected". The patient had to change the cartridge because of this and she also thought the tubing was kinked. There was no patient injury.